Manufacturer narrative:
The actual date of event is unknown. Root cause: the root cause for the reported issue that pca module did not alarm when etco2 module was removed was not determined because no product or device logs were returned. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Event description:
It was reported that during use of a pca module in conjunction with an etco2 module, the pca module continued to operate after the etco2 module was disconnected. The reporter indicated that no visual or audible alarm or safety indicator (i.e., clinical advisory) was generated upon disconnection of the etco2 module. Additionally, the etco2 module was reportedly unable to function as intended, resulting in the inability to comply with facility policy requiring co2 monitoring during pca therapy. Due to this issue, the patient had to be moved to another nursing unit so that a different non-alaris etco2 monitoring device can be used and comply with the facility's protocol. There was patient involvement, but the outcome is unknown.